Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile and capacitor voltage faults) was confirmed. As received, the unit was resetting and failed pulse testing. Upon evaluation, the u1 and u901 processors were defective. The cause of the faults and test failure is the defective processors. The root cause of the defective processors cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing multiple discharge and capacitor voltage faults.